Event description:
It was reported that, "the patient complained of persistent pain and instability. Revision of 16mm tibial insert to 22mm tibial insert was performed. Pain level 6 months post op is 1 out of 10."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. Should device or additional information become available, the evaluation summary will be submitted in a supplemental report.